Manufacturer narrative:
Image analysis:the customer returned one image for evaluation. The image is a still from a video clip, in the image the balloon can be seen held over a receptacle, it is not clear from the image if the balloon is leaking or burst. Product analysis . The device was returned with a 0.035¿ guidewire, a visual inspection of the returned device found a longitudinal tear on the balloon with both the proximal and distal markerbands present, the customer complaint can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use fortrex balloon along with a non-medtronic sheath during treatment of a calcified lesion in the patient¿s left distal cephalic vein. Moderate calcification and little tortuosity were reported. Artery diameter reported as 3mm and lesion diameter reported as 4mm. Device was prepped with no issues identified. It was reported that a longitudinal balloon burst occurred at 18atm during inflation. All fragments of the balloon were retrieved. The ruptured balloon was removed and another balloon was used to dilate and completed the procedure. No patient injury reported.

Manufacturer narrative:
Image analysis: the customer returned one image for evaluation. The image is a still from a video clip, in the image the balloon can be seen held over a receptacle, it is not clear from the image if the balloon is leaking or burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.